Event description:
Customer reported an alarm with their pump during the loading process. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the customer on proper loading techniques, but the cartridge alarm persisted. As a result, technical support arranged for the replacement of the pump, confirmed shipping details, and instructed the customer to return the faulty pump using a pre-paid label. The customer agreed to use multiple daily injections (mdi) as a backup insulin therapy in the interim.